Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with far r over-sensing noted on the patient's implantable cardioverter defibrillator. Inappropriate automatic mode switch was also noted due to the over-sensing. Corrective programming changes were recommended but were not reported to have been made. No patient consequences were reported.